Manufacturer narrative:
(B)(6). User facility number: (B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon receipt and completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation. Photographs of the set up was provided by the hospital. Our analysis is accordingly based on the event description and our knowledge of the product. The hospital has further reported that there was no damage to the dryline or to the port on the ventilator. However, without the complaint device we are unable to confirm this. The dryline when connected properly forms a tight connection with the ventilator port. If, however, the dryline had not been connected securely it is possible that it became dislodged over time. Despite a request to the hospital for further information, we did not receive sufficient detail to enable us to determine a root cause. Our user instructions state: "check all connections are tight before use." "Verify that ventilator alarms are set to detect loss of pressure and over pressure."

Event description:
A hospital in pennsylvania reported that the dryline of an rt240 adult dual-heated evaqua breathing circuit became disconnected from the inspiratory port on the maquet servo I ventilator, causing it to alarm. The hospital has further reported that the patient allegedly went into cardiac arrest and as an outcome of the cardiac arrest developed encephalopathy. We are unable to obtain the current status of the patient.

Event description:
A hospital in (B)(6) reported that the dryline of an rt240 adult dual-heated evaqua breathing circuit became disconnected from the inspiratory port on the maquet servo I ventilator, causing it to alarm. The hospital has further alleged that the patient went into cardiac arrest and as an outcome of the cardiac arrest developed encephalopathy. We are unable to obtain details of the current status of the patient.